Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2014, to report that on (B)(6)2014, there was an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2014. No additional patient or event information is available.